Event description:
Customer reported a possible discordant urine hcg result. Same urine sample gave results of negative, borderline and positive. No unnecessary medical procedure was performed. No treatment was withheld as a result of this incident. There was no impact to patient health.

Manufacturer narrative:
Techniques were reviewed with the technician. Positive and negative controls were within range. Customer was requested to send urine sample to manufacturer for further testing. Manufacturer performed 50 tests with the sample and observed 38% negative, 26% borderline, 36% positive results. Indications are that the sample is a true borderline that the assay may report as either negative, borderline or positive. Instructions for use advise customers to repeat borderline results after 48 to 72 hours. True positive samples would spike significantly and read positive after 48 hours.